Event description:
The user facility reported that performing software update on automated impella controller (aic). After turning it back on, the battery failure (red alarm) came up. Restarting several times didn¿t resolve the issue.

Manufacturer narrative:
The automated impella controller (aic) device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation into the aic - battery failure (red alarm) has been completed since the original report was filed. The console was returned for investigation. The failure mode was reproduced on an engineering lab bench. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure, a known pattern failure.